Manufacturer narrative:
The qa lab found 4 out of 5 test strips to read an average of 2 mg/ dl high, out of spec. One test strips read e11 which confirms exposure to moisture. Performance was satisfactory using iqa retention reagent.

Event description:
The customer stated that he tested his blood glucose and received a reading of 200 mg/dl using his contour meter. He retested using another meter and received a reading of 90 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement tests strips were sent to the customer.